Manufacturer narrative:
Batch review was conducted on product code: 2c1742k (batch number 10m011) with no abnormality observed. (B)(4)

Manufacturer narrative:
The sample is not available for evaluation, therefore the reported condition cannot be confirmed or duplicated and an assignable cause cannot be determined. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report from baxter (B)(4) of an intermate that was leaking. The units were pre-filled by (B)(4) and contained pamidronate 90mg in 250ml in 0.9% nacl usp inj.; admixture code px0242, lot# 11a10cc0008. A review of the (B)(4) work sheet indicated that the admixtures were prepared and units were shipped according to local procedures and specifications; no leak was noted during processing and packaging. The problem did not occur immediately after fill. The drug was not filtered during compounding. The location of the leak is unknown. The blue winged luer cap and fill port cap were secured after filling as per technician who prepared the admixture. The customer could not identify the location of the leak. The problem was noted prior to product use and there was no patient involvement. Samples were discarded by the customer. This is report 2 of 2.